Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information, but was not received.

Event description:
It was reported the patient passed away in their sleep on (B)(6) 2021. There is no known allegation from a healthcare professional that suggests the death was related to the device. The cause of death is unknown.